Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device service prompts heard. There was no patient involved in this event.

Event description:
Device service prompts heard. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2015. The device had given the reported ¿device service required¿ prompt due to an rtc error caused by a detached coin cell. The detached coin cell had also caused no flashing status led. Information from the history log shows the device performed to specification up to the 10th december 2017, therefore, this report concludes the coin cell became detached shortly after this date. The damage to all three legs of the coin cell resulting in a complete detachment would suggest the device had been subject to an external force (e.g. An impact), however, the investigation was unable to verify this by other means (e.g. Visible damage to the outer casing). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.